Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 240 units; however, the insulin gauge remained static on 105 units. As the reported event was not occurring at the time of the call, tandem technical support was unable to perform troubleshooting to determine a cause of the inaccurate fill estimates. The customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.